Event description:
Patient was revised to address acetabular spin-out and loosening. Update: (B)(6) 2012 - litigation papers allege patient suffered pain, discomfort, and audible clicking which negatively affected patients ability to ambulate and limited his day to day activities. During the revision surgery, physician noted patient's acetabular component was grossly loose and evidence of metallosis was found within the joint. Femoral head added to complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.